Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the internal handles would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.